Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electronic shock due to oversensing. Low amplitude was also noted. Troubleshooting options were discussed and recommended. Currently, this product remains in service and no additional adverse patient effects were reported.